Event description:
It was reported that the pt had a broken lead for over a yr. Earlier this summer his physician recommended that he be implanted with a new neurostimulator system on the opposite side of the current implant. X-rays showed the lead was broken just above the connection with the extension (located in the neck just above the clavicle). A replacement/revision was performed. The lead and extension were replaced in addition to a new lead placed on the left side. Additional info was requested.

Manufacturer narrative:
(B)(4)